Event description:
During an unknown surgical procedure, while inserting the twinfix ultra ha anchor, the tip of the anchor broke upon insertion. It was reported that all pieces of the broken anchor were removed from the patient. A back up device was on hand to complete the procedure. No patient injury or significant time delay reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Visual inspection confirmed that the anchor is broken at the distal tip. A request was made to inquire as to site preparation and the patient¿s bone quality; however, to date no information has been received. Per the instructions for use 10600675 rev. B, ¿use the appropriate smith & nephew awl-dilator to prepare the insertion site, for general use, ref 72202634, 5.5/6.5 awl-dilator. When a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the awl-dilator to better prepare the bone for the anchor, ref 72201707, drill, 4.5 mm spade tip. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ a review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).